Event description:
Boston scientific received information that this implantable lead had not been performing as expected. The patient underwent a venogram. During the venogram the lead was noted to have been fractured under the clavicle. The device was reprogrammed to vvi and the patient is to be seen at a future date for a lead revision procedure. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicates that patient was seen for a revision procedure where the lead was surgically abandoned. There were no adverse patient effects reported.

Manufacturer narrative:
As of today, no additional information is available. When additional information becomes available, this report will be updated.